Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The tissue stuck to the staple cartridge. To correct the condition, cut out the 2mm of remaining tissue left in the jaws of the device. There was no tissue damage or patient injury. No reinforcement material was used. The current patient status is stable.